Event description:
Complainant alleged that the clinicians attempted to defibrillate a patient (age and gender unknown) at 360 joules, but the device stopped charging when the joule strength reached 280 and then the charge dropped to 220 joules. The device energy level then began to climb again, but the device then displayed a "discharge to air" message. The clinicians then changed to device paddles, but the device continued to exhibit the same problems. The complainant indicated that this occurred two to three times during the code. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering department was unable to duplicate the reported malfunction. The reported "discharge to air" message reported by the complainant is not a viable message for this device. The medics most likely observed an "open air discharge" message on this device.